Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was overheating. Procedure finished with the same device.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. Complaint of overheating could not be reproduced. The product passed functional testing during a 4 hour burn-in with no overheating or malfunction. Live video output and display screen on the front bezel of ccu remained constant throughout functional testing and burn-in. All functions performed as expected. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.